Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, versys femoral stem , unknown; unknown, 58 mm continuum shell, unknown; unknown, 36mm triligy poly liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05044. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffers right hip pain and back pain after the closed reduction for dislocation. The patient's right leg is 2.5 cm longer than her left leg. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00174.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00174

Manufacturer narrative:
Cmp-(B)(4). Updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.